Event description:
It was reported that the patient was alerted by his implant- able cardioverter defibrillator (ICD) that the atrial lead impedance was less than 100 ohms. During interrogation the atrial lead impedance was 375 ohms. There was no record of impedance being less than 100 ohms for this lead. Noise could be observed with pocket manipulation. The system was left implanted, and the asymptomatic patient would be moni- tored closely.

Event description:
New information notes the lead was capped due to an insulation anomaly on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4)